Event description:
It was reported to philips that the device's ac adapter was beeping. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure and needed further onsite intervention. The customer was provided a quote for onsite services and a replacement power module, but the customer has not accepted the quote; therefore, the cause cannot be determined at this time, the quote has expired. The device was not available for additional investigation and remains at the customer site.